Event description:
It was reported that during a lavh, the balloon burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the balloon was pulled off of the shaft. Likely cause is removing the device while the balloon is still inflated. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.